Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified iliac vein. A 7.0mmx20mmx135cm sterling balloon catheter was advanced for post dilation but, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.